Manufacturer narrative:
Approximate age of device - 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that vad coordinator received an explant kit to send in pump device for analysis due to patient expired after withdrawing support at 1030 on (B)(6) 2018. It was reported that the patient had pump stoppage the day prior and log files were sent for review. Additional information was reported on (B)(6) 2018: the details leading up to the patient's death are as follows - patient's driveline dressing had just been changed by home healthcare (hhc) reregistered nurse (rn). The patient went to their car to retrieve batteries as the current batteries were running low. The patient was sitting on the side of the bed changing batteries, hhc rn's back was to the patient. Hhc rn reports hearing the intermittent beeping alarm. Hhc rn heard a "thud" as patient collapsed to the floor, then the solid alarm began sounding. Patient had contusion on forehead. Hhc rn called for help from hotel staff (patient's home is 5 hours away), had ems activated and began compressions. Hotel staff were also in the room "helping". Hhc rn and ems staff deny disconnecting or reconnecting driveline from controller. Timing reported by hhc rn does not seem to indicate that the patient inadvertently disconnected driveline as patient collapsed prior to "red" alarm sounding. There were 3 episodes of driveline disconnect documented in log files, the first for 10 mins. Patient was in vt/vf upon arrival to the ed. Ems and hhc rn reported several shocks by ICD and was shocked externally. Patient converted to paced rhythm in ed after 2 shocks and epinephrine. Pacemaker interrogation revealed ventricular arrhythmia corresponded with time driveline was reconnected the first time. Trans esophageal echo revealed minimal native cardiac function from either ventricle and did not improve with inotropes. Patient was maintained on inotropes, mcs and ventilatory support until family member arrived and prepared to withdraw the care. Patient did not show any signs of neurologic recovery. No urine output after arrival to hospital. CT of head did not reveal acute bleed or thrombus. Patient's pump has been explanted (B)(6) 2018 and the device is returning for investigation. On 17nov2018 the log files were reviewed by the manufacturer's technical service and noted that the log file appeared normal until (B)(6) 2018 @ 15:31:13; a low battery advisory alarms occurred. At 15:36:29 a driveline disconnect occurred & the pump stops. At 15:46:36 the driveline was reconnected and the pump returned to operating at the set speed of 9200 rpm. Between 15:46:53 and 15:48:02 7 low flow events occurred & the pump is operating at the set speed during this time frame. At 15:49:20 a driveline disconnect occurred & the pump stops. At 15:49:32 the driveline was reconnected and the pump returned to operating at the set speed of 9200 rpm. Between 15:56:28 and 17:17:19 37 low flow events occurred & the pump was operating at the set speed during this time frame. The log file ended at 17:17:19 and noted that the mcs equipment was operating as expected and does not appear to have contributed to the patient's fall and death. No further information was provided.

Manufacturer narrative:
Manufacturing evaluation conclusion: analysis of the submitted log file confirmed driveline disconnect, pump stop, and low flow hazard alarms; however, no device-related issues were identified during the evaluation of heartmate ii lvas, and a correlation to the reported events could not conclusively be established. The pump was returned assembled with the driveline (dl) intact. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (outflow graft, outflow graft bend relief, outflow elbow) was attached to the pump¿s outlet port. The bend relief collar was returned attached to the graft attachment and bend relief. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of pump also revealed no evidence of developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. The controller connector was also examined under a microscope and no atypical debris or damage was observed within the connector. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The pump was also run on the mock circulatory loop for approximately 10 minutes using the returned system controller. The fixed speed was set to 9200 rpm and low speed limit was set to 8400 rpm per the patient's settings from the submitted log file. No atypical alarms were captured during this time, even with manipulation of the driveline. The connection between pump¿s driveline and the returned controller appeared to be intact. The clear bionate and metal braided shield of the driveline were then removed to examine the underlying wires. Visual inspection of the driveline revealed no evidence of mechanical damage or breakdown of the wire insulation. The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage.

Event description:
The following information was extracted from MFR# 2916596-2018-05114. It was reported on 12nov2018 that patient fell and expired. Log files were submitted and observed multiple driveline disconnects occurred that lead to pump stops. The driveline was reconnected, and the pump returns to operating. The device operated as expected per manufacturer's technical service review and confirmed not have contributed to the patient's fall and death. No further information was provided.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.